Manufacturer narrative:
One unpackaged ar-12990n, scorpion needle, batch 15408524, was received for evaluation. Visual inspection noted that the tip of the device was fractured. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure is attributed to misuse, specifically prying or leveraging the device with excessive force during use. To help avoid inserter breakage and potential patient injury, dfu-0392 provides the following guidance: do not re-sterilize or reuse the scorpiontm suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The scorpion suture passer dfu4 states in its cautions section: to avoid damaging the instruments, do not impact or subject any instruments to blunt force. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. Do not overstress the device or use the device to pry tissue. The complaint allegation is confirmed. Refer to the investigation photos.

Event description:
On 08/14/2025, it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-12990n scorpion needle was used in a meniscus repair surgery on (B)(6) 2025. Soon after the surgery, an x-ray revealed a foreign object, believed to be a broken piece of the product, remaining inside the patient. A second surgery was performed on (B)(6) 2025, and the broken piece was retrieved. No further information is available. No significant surgery delay reported. No additional anesthesia administered to the patient. Based on the reportability of events in japan, this incident is reportable. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.